Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not holding charge which led to a shutdown. Additionally, it was reported that a malfunction alarm occurred. Customer's blood glucose level was not impacted. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.